Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge leaked. Additionally, resistance was experienced when filling the cartridge. A cartridge change was performed resolving the issues. Customer's blood glucose level was 256mg/dl.